Event description:
It was reported that this right atrial (ra) lead dislodged, which resulted in a revision procedure to reposition the lead. During the revision, the helix could not be entirely retracted for repositioning, despite attempting 50 rotations of the lead. It was observed that a blood clot had formed around the helix. The physician cleaned around the helix, and tried to retract it again; however, was unsuccessful. This lead was removed, and a new lead was implanted. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The dislodgement allegation could not be confirmed based on evidence from the field and product analysis were insufficient to verify dislodgement. The lead tip appears intact and undamaged.

Event description:
It was reported that this right atrial (ra) lead dislodged, which resulted in a revision procedure to reposition the lead. During the revision, the helix could not be entirely retracted for repositioning, despite attempting 50 rotations of the lead. It was observed that a blood clot had formed around the helix. The physician cleaned around the helix, and tried to retract it again; however, was unsuccessful. This lead was removed, and a new lead was implanted. No additional adverse patient effects were reported. This lead was received for analysis.